Event description:
It was reported that prior to a port placement procedure, the device allegedly ruptured in the connection of the bottom where the extension of the catheter was connected. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard port MRI implantable port, one flushing connector, one cath-lock loaded into a catheter, one j-tip guidewire in a guidewire hoop, one 10.0fr introducer peel-apart sheath and one vessel dilator, two safety infusion set, one tunneler, one cath-lock, one straight non-coring needle, one right-angle non-coring needle and one vein pick were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and identified material separation as a complete break was noted to the distal end of the port stem. The broken distal piece of the stem was not returned for evaluation. The edges of the break was uneven and the break surface was granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2023).

Event description:
It was reported that during a port placement, the connection broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the reported cath-lock fracture cannot be confirmed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a procedure, the connection is broken. There was no patient contact.